Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The caller reported unspecified low reading as compared to competitor meter, and customer subsequently experienced loss of consciousness. Paramedics were called, and a paramedic meter result of 23 mg/dl was reported. Customer was treated with glucose via IV, and a glucose result of 257 mg/dl was obtained so customer was given novolog insulin. Low scan readings are generally indicative of hypoglycemia; however, as the caller did not provide sensor readings from time of event, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.